Manufacturer narrative:
Reference: willy sutter, et.al., 2024. Treatment of aortoiliac occlusive lesions by aortic robotic surgery: learning curve and midterm outcome, ann vasc surg 2024; 104: 258¿267, https://doi.org/10.1016/j.avsg.2024.02.018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study assessed the outcomes in patients with aortoiliac occlusive disease who underwent robotic surgery aortofemoral bypasses between 2014 and 2019. A stapler or a suture was used during the procedure to occlude the common iliac arteries. Postoperative complications included bleeding and deep hematoma. Conversion to open was required in one patient due to bleeding from an unspecified source. Surgical drainage was required to treat hematomas. Other complications not related to the device included: colonic ischemia, peritonitis, rupture of allograft, graft limb thrombus, small bowel obstruction and systemic complications. One patient death occurred in a patient with multiple comorbidities who developed colonic ischemia and septic shock and was not device related.